Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the screw inserter (p/n 03.037.025, lot number 4l71933) was received at us cq. Visual inspection of the complaint device showed a small deformation near the distal tip, where the screw implant would attach. Functional test: a functional assessment could not be performed on the device to replicate the complaint as the unknown screw was not returned. A functional test was performed to ensure the two returned devices (this screw inserter and the helical blade/screw coupling screw on pi-15735007675028325) could assemble. The two devices could smoothly assemble and disassemble. The complaint was not able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to the nature of the device defect. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the "unable to assemble" complaint is not able to be tested. A deformation was noted on the distal tip. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.025, lot: 4l71933, manufacturing site: bettlach, release to warehouse date: 21.jun.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description (additional information). It was reported that during a trochanteric femoral nailing system advanced (tfna) on the right hip surgery on (B)(6) 2019, an unknown screw became loose on the screw inserter and helical blade/screw coupling screw. The lag screw was re-inserted on the coupling screw. Another set was opened to insert the lag screw. There was no surgical delay reported. The surgery was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date rec¿d by MFR: updated report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nailing system advanced (tfna) on the right hip surgery on (B)(6) 2019, an unknown screw became loose on the screw inserter and helical blade/screw coupling screw. The screw was re-inserted on the coupling screw. There was no surgical delay reported. The surgery was successfully completed. Patient outcome is unknown. This complaint involves three (3) devices. This is 1 of 3 for report (B)(4).